Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received indicating that the cadd cassette reservoirs - flow stop stopped during the treatment administration of 5-fluorouracil. The patient did not receive the entire chemotherapy treatment with the cassette. Even after trying the cassette with different pump, the cassette still would not work. They had to remake another cassette for the rest of the treatment to be administered. There were no adverse events reported.